Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/17/2021. H.6. Investigation: bd received forty-six (46) samples for investigation. All customer samples were inspected for damage with zero (0) visible defects. Ten (10) samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced underfill or low draw of a tube with blood. This event occurred four times. The following information was provided by the initial reporter. The customer stated: it was reported that while drawing, they are only getting about 2ml of blood before the vacutainer stops. In the past few months our customer has ordered some 8ml cpt vacutainers (10 boxes). The box they opened and are currently using is only getting about 2ml of blood before the vacutainer stops.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced underfill or low draw of a tube with blood. This event occurred four times. The following information was provided by the initial reporter. The customer stated: it was reported that while drawing, they are only getting about 2ml of blood before the vacutainer stops. In the past few months our customer has ordered some 8ml cpt vacutainers (10 boxes). The box they opened and are currently using is only getting about 2ml of blood before the vacutainer stops.